Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 50-51 mg/dl were recorded by continuous glucose monitor (cgm) from 3:17:58 am to 3:17:59 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 3:17:58 am. On (B)(6) 2020, at 10:52:14 pm and 1:48:45 am, respectively, user made bolus requests of size 1.5u and 4.35u, respectively, while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) values from 48-53 mg/dl were recorded by continuous glucose monitor (cgm) from 8:42:56 am to 8:52:56 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 8:42:56 am. On (B)(6) 2020, at 5:58:52 am, user made a bolus request of size 3.74u while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) values from 51-53 mg/dl were recorded by continuous glucose monitor (cgm) from 1:22:57 pm to 1:32:59 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 1:22:57 pm. On (B)(6) 2020, at 11:48:33 am, user made a bolus request of size 1.85u while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.